Manufacturer narrative:
This literature review was previously reported under MFR # 2916596-2022-00084. Article title: a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement. Kaoru umehara. Department of surgery, kyushu university hospital. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the literature article "a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement" that after replacement surgery, defibrillation was performed twice due to tachyarrhythmia. Related MFR #s: 2916596-2022-15631 , 2916596-2022-00084.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.